Event description:
During service at baxter, a technician reported finding a infusor pump with "when attempting to run pump will go into constant alarm, not allowing pump to infuse". This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause was faulty reed switch. The reed switch has been replaced.